Event description:
Received tmj implants fossa bilaterally. Since the surgery bone has grown over the implants. Jaw opening is 7-8mm. Experiencing terrible jaw pain. Implants removed due to these problems.